Event description:
During a coronary stent procedure, the shaft of the catheter kinked and subsequently broke during advancement into the guide catheter. No pt injuries or complications were reported.